Manufacturer narrative:
An investigation is anticipated and a supplemental report will be submitted when the investigation has been finalized. (B)(4).

Event description:
It was reported that after the replacement of the co2 absorber during use on a pt, the user states that an audible leak was heard near the absorbers connection point with the pt cassette. (B)(4).